Manufacturer narrative:
Two grafts were used for this procedure. This is report 2 of 2. The grafts were not received for evaluation. A review of the dhrs were completed with no issues noted. There was no information or trend identified that indicates that the issue is graft related. A review with lemaitre clinical advisor review of the issue is was that the the surgeon himself states that the bypass was performed to a very small outflow vessel, making it a somewhat predictable outcome. Thrombectomies were attempted but not surprisingly unsuccessful as the outflow was inadequate. No fault of the artegraft. The root cause for this complaint is most likely due to hospital procedure. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.

Event description:
The customer installed a peripheral end-to-end bypass on (B)(6) 2026, using a 6mm x 45cm and a 5mm x 30cm artegraft prosthesis. Upon inquiry on (B)(6) 2026, the customer explained that the bypass was blocked and the leg was subsequently amputated.